Manufacturer narrative:
Qn# (B)(4). The device history review for the product visistat 35r 6/box lot #73m1700305 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that no staple came out during use on patient after cesarean section. Another one was opened and it had the same issue. The third one worked without issue. There was no harm to the patient.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35r 6/box lot # 73m1700305 was manufactured on 12/18/2017 a total of (B)(4) pieces. Lot was released on 12/29/2017. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the sample appears used as there is biological material present on the device. The staples appeared to be properly aligned. The stapler was received with 36 staples left in the cartridge. Reference file (B)(4) for investigation photos. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release. This was repeated with the same result. To simulate insertion into the skin, the stapler was fired into a foam pad. All three staples fired were able to engage and close into the foam. The remaining staples were fired from the stapler with no difficulty. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "jamming" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler.

Event description:
It was reported that no staple came out during use on patient after cesarean section. Another one was opened and it had the same issue. The third one worked without issue. There was no harm to the patient.